Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01497.

Event description:
The patient was undergoing a coil embolization in the renal branch using ruby coil lps, and a non-penumbra microcatheter. During the procedure, while advancing the ruby coils in the introducer sheaths, the physician experienced resistance. The procedure was completed using the same ruby coils lp, and microcatheter. There was no report of an adverse effect to the patient.